Event description:
The customer's mother reported via phone call that the customer experienced high blood glucose levels for about 2 weeks. The customer's blood glucose was 580 mg/dl during the high blood glucose event, which was treated with a manual injection. The customer changed the insertion site and stated that the sensor reading showed that the customer's blood glucose was coming down rapidly. The customer's most recent blood glucose was 316 mg/dl. The customer did not have a tubing clamp in order to do a high pressure test. The caller was advised that a tubing clamp would be sent in order to troubleshoot the issue. The customer was advised to change the entire infusion set and to treat per doctor's instructions. The customer had previously been hospitalized due to high blood glucose on (B)(6) 2014. A bent infusion set cannula was observed during that past event.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.